Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. Touch screen test passed. The system air leak test passed. Force gauge test passed. Valve actuation test passed. Teach pump test passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen on the liberty cycler. The screen was blank during unknown phase or cycle. The patient pressed ok, stop and touched the screen but screen remained blank. The ok, stop keys made sound when pressed, and after rebooting the cycler, the ok and stop keys lit up but screen remained blank. The patient stated that after receiving the cycler about a week ago the brightness on the screen was dim and remained that wait. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient completed treatment the day of the reported event manually. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.